Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. It also indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the cartridge was in use for 4 days. There was no reported impact to the customer's blood glucose level. Recommendation was made to consult with health care provider regarding an amount of insulin to fill the cartridge with so that the cartridge can be changed on the third day per labeling. Customer acknowledged the information provided.